Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. Reportedly, the pump was able to be charged with a different wall adapter. In addition, the customer stated the pump time setting loses one to two minutes per day. The customer's blood glucose level was 134 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged time settings malfunction could not be verified.